Manufacturer narrative:
The following fields have been updated with corrected information: b.5. Describe event or problem: it was reported that during use with an unspecified amount of bd vacutainer® sst¿ blood collection tubes the tubes underfilled and the stopper had a loose closure. Patient 2 of 2. The following information was provided by the initial reporter: customer is reporting that the tube closure doesn't seen to be air-tight and air is being let into the tube as the blood is being collected. ...and the tube is filling more slowly. Issue occurred with two different patients with several of the sst tubes including redraws. H.6 imdrf annex a codes: (B)(6).

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® sst¿ blood collection tubes the tubes underfilled and the stopper had a loose closure. Patient 2 of 2. The following information was provided by the initial reporter: customer is reporting that the tube closure doesn't seen to be air-tight and air is being let into the tube as the blood is being collected. ...and the tube is filling more slowly. Issue occurred with two different patients with several of the sst tubes including redraws.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated for stopper pullout and draw tested for low or no draw. All testing was within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for stopper pull out or low or no draw based on the investigation performed. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® sst¿ blood collection tubes the tubes underfilled and the stopper had a loose closure. Patient 2 of 2. The following information was provided by the initial reporter: customer is reporting that the tube closure doesn't seen to be air-tight and air is being let into the tube as the blood is being collected. And the tube is filling more slowly. Issue occurred with two different patients with several of the sst tubes including redraws.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® sst¿ blood collection tubes the tubes underfilled and had air bubbles. Patient 2 of 2. The following information was provided by the initial reporter: customer has observed that bubbles are going into the tube as the blood is being collected and the tube is filling more slowly. Issue occurred with two different patients with several of the sst tubes including redraws.